Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customers blood glucose level was 12 mmol/l. Technical support instructed the customer to remove obstruction and clean speaker holes.